Manufacturer narrative:
(B)(4). No code available for ectasia. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on both eyes (ou) at a 10 year post op exam. The surgery center indicated it had discovered suspected decentered ablation with status post (s/p) with the visx laser equipment. The patient's comments were a request for an enhancement to sharpen vision. The patient was referred to corneal specialist. Bcva from (B)(6) 2006: right eye pre-op 20/10 -6.00 x -2.25 x 20, left eye pre-op 20/10 -7.00 x -2.25 x 5.